Manufacturer narrative:
The investigation determined the event was due to a preanalytic issue at the customer site (customer's patient sample dilution process). Preanalytics are within the customer's responsibility. There was no indication of a device malfunction. The investigation determined that the service actions resolved the issue.

Manufacturer narrative:
The reagent lot number is 792358. The expiration date was requested but not provided. The field service engineer (fse) inspected the analyzer¿s hardware during the dilution. He performed minor adjustments for optimum performance. The analyzer¿s performance was verified by successful qcs. The investigation is ongoing.

Event description:
The initial reporter received questionable elecsys estradiol iii results from multiple patient samples tested on the cobas e411 rack. Two patient samples with discrepant results were provided: patient sample 1 the initial result was greater than 11,010 pmol/l with a data flag. The repeat result at 1:10 onboard dilution was 7448 pmol/l. Patient sample 2 the initial result was greater than 11,010 pmol/l with a data flag. The repeat result at 1:10 onboard dilution was 9413 pmol/l. The reporter expected the 1:10 dilution results to be higher than 11,010 pmol/l. The reporter stated they obtained a more clinically appropriate result at 1:2 dilution.